Manufacturer narrative:
Implant date: the exact date of implant is unknown; however (B)(6) 2017 was used as it is believed that the istent implantation occurred in (B)(6) 2017. The device remains implanted in the patient; therefore, product testing on this device could not be performed. Patient identifiers were not provided. Device identifiers were not provided; therefore, the device history records for this device could not be reviewed. A review of the device labeling was completed. Stent malposition is identified in the labeling as a known inherent risk of glaucoma stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There are numerous factors that may contribute to a stent being implanted in an unintended location including but not limited to; patient anatomy, patient movement, surgical technique, compromised visualization and operational context. In this case, the surgeon reported that the istent implantation was challenging due to bleeding and compromised visualization requiring multiple attempts at stent implantation. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. MFR reference # (B)(4).

Event description:
The surgeon reported that a patient presented approximately one week postoperatively with a stent that does not appear to be embedded optimally. Per gonioscopy, the stent appears to be seated in the trabecular meshwork as it is covered with tissue; however, the tip appears exposed and is not in schlemm¿s canal. The surgeon noted that the istent procedure was challenging due to bleeding and compromised visualization. After implantation of the stent, routine procedural checks were completed and all looked appropriate. A couple of attempts were made to implant the stent at the time of surgery, and the surgeon is unsure if the stent may have been implanted in an area where a mini trabectome may have been made on an earlier attempt. The surgeon conferred with glaukos medical monitor who reported that stent repositioning was recommended as the patient needed additional iop reduction. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. In addition a complaint history review was completed for lot # 112196 and no similar issues were reported. A review of the device labeling was completed. Stent removal is identified in the labeling as a known inherent risk of glaucoma stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4)

Event description:
Clinical follow-up was requested and on 01/03/2018 the surgeon provided the following additional details: the surgeon reported that during istent implantation, blood obscured the view. There was no report of any adverse impact to the patient due to the stent position; however, based on the surgeon's discussion with the medical monitor and patient, the stent was explanted on (B)(6) 2017. Following the explant, the patient is reportedly doing well and surgeon will continue to monitor iop as she heals. The event was reported as resolved.